Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow and ok keypad buttons were sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: the keypad was observed to be peeling at the down arrow. The up button had an intermittent response. The ok, down, & contrast buttons responded properly. The keypad cover was removed and contamination was observed under the up, down, & contrast button contacts. There was no evidence of buttons sticking. Unrelated to the initial complaint, the pump was booted and display screen was observed to be dim with pink contrast. The display screen was removed and replaced with a new test screen and contrast returned to normal with test screen.